Manufacturer narrative:
Date of this report: 10/11/2005: the device was returned to mentor sealed in both thermoforms within the carton. Pe confirmed the box label read moderate profile and the thermoform label read high profile. A review of the device history record (DHR) for lot 1006024 confirmed the issue based on the same error found in the DHR. However, there were no other units remaining in-house to check. Based on a list of units implanted for customers receiving devices from this lot, most of the units were already implanted. Results from a complaint database query of lot number 1006024 were reviewed. This has been the only reported complaint against this lot. Per the health risk assessment, investigation into this complaint determined that this event does not pose a risk to health for the following reasons: there was no pt contact. The discrepancy was noted immediately upon opening of the outer box. There was no reported increase in operating/anesthesia time as a result of this event. The actual product was consistent with the box label and the product ordered. Thus, if it had been implanted, the device would have met the physician's pre-operative specifications. The product insert data sheet (pids) clearly states under both the instructions for use and the precautions sections that a "standby prosthesis should be available at the time of surgery." Mentor's shipping policies endorse this activity by readily shipping back-up devices with all orders requesting them and imposing no service/shipping charges for unused devices that are returned per mentor policy. The surgical standards of care for breast implant surgery also advocate the availability of back-up devices intraoperatively for all procedures. The degree of seriousness of this event and risk to health is minimal. The immediate and long range assessment of any health consequences is minimal. The immediate and long range assessment of any health consequences is minimal based on current product labeling and standards of practice. The likelihood of this occurrence is remote.

Event description:
The device was marked on the box label as a moderate profile gel device and on the thermoform label as a high profile gel device. The correct lot number was consistent on both labels. The actual device was confirmed to be the device indicated on the box label. The complaint device had no pt contact since the discrepancy was noted prior to implant.